Manufacturer narrative:
(B)(4) d-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00889024229655. G2: foreign - event occurred in japan. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k122745. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the blister congaing implant was found cracked upon opening the outer box. There was no patient involvement. Due diligence is in progress for this complaint; to date no additional information or product has been received.